Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of fallopian tube perforation ("during insertion essure appeared not to be in the tube and possible in a false passage. So the micro-insert was removed") in a (B)(6) female patient who had essure (batch no. C55835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of complication of device insertion ("during insertion essure appeared not to be in the tube and possible in a false passage (micro-insert was removed)"), fallopian tube spasm ("bilateral tubal spasm during essure insertion") and the second episode of complication of device insertion ("complication of device insertion"). The patient was treated with surgery (micro-insert was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, fallopian tube spasm and the last episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, fallopian tube spasm, the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter commented: what appeared to be a device breakage was actually a normal deployment of coil with the tip. There was bilateral tubal spasm and initial insertion of device on right was done, but it appeared not to be in the tube and possible in a false passage. So the micro-insert was removed. There was no breakage (normal coil). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: (B)(4). As of dec 13, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter and micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2017: unsuccessful follow-up attempts were performed. Case closed. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), the first episode of complication of device insertion ("during insertion essure appeared not to be in the tube and possible in a false passage (micro-insert was removed)"), fallopian tube spasm ("bilateral tubal spasm during essure insertion") and the second episode of complication of device insertion ("complication of device insertion"). The patient was treated with surgery (micro-insert was removed on (B)(6) 2016). At the time of the report, the fallopian tube perforation, first episode of complication of device insertion, fallopian tube spasm and second episode of complication of device insertion outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, the first episode of complication of device insertion, fallopian tube spasm and the second episode of complication of device insertion with essure. The reporter commented: what appeared to be a device breakage was actually a normal deployment of coil with the tip. There was bilateral tubal spasm and initial insertion of device on right was done, but it appeared not to be in the tube and possible in a false passage. So the micro-insert was removed. There was no breakage (normal coil). Most recent follow-up information incorporated above includes: on 21-feb-2017: upgrade of incident category . The event breakage was deleted. The events "bilateral tubal spasm during insertion" and "during insertion essure appeared not to be in the tube and possible in a false passage (micro-insert was removed)" were added. Demographic data provided company causality comment: this spontaneous, medically confirmed case report, refers to a (B)(6) female patient who had an attempt to insert essure and experienced technical issues: catheter breakage / microinsert breakage during placement. Upon follow-up receipt, it was reported that actually during insertion essure appeared not to be in the tube and possible in a false passage. So the micro-insert was removed (seen as fallopian tube perforation). The event is anticipated in the reference safety information for essure. In this particular case, fallopian tube perforation occurred during insertion. Even though the reported tubal spasm could have contributed to the event's occurrence, causality with essure was considered related. Due to the serious injury related to essure, this case was regarded as incident. A new product technical complaint analysis and further information are expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 09-nov-2016 which refers to a (b)6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number c55835, for permanent sterilization. During placement there were technical issues: catheter breakage and micro-insert breakage. Company causality comment: this spontaneous, medically confirmed case report, refers to a (B)(6) female patient who had an attempt to insert essure and experienced technical issues: catheter breakage / microinsert breakage during placement. The event, regarded as device breakage, is anticipated in the reference safety information for essure. In this particular case, device breakage occurred during insertion. Therefore, causality with essure was considered related. This case was regarded as other reportable incident as although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. A product technical complaint analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). As of dec 13, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter and micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 15-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous, medically confirmed case report, refers to a (B)(6) female patient who had an attempt to insert essure and experienced technical issues: catheter breakage / microinsert breakage during placement. The event, regarded as device breakage, is anticipated in the reference safety information for essure. In this particular case, device breakage occurred during insertion. Therefore, causality with essure was considered related. This case was regarded as other reportable incident as although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. A product technical complaint analysis and further information are expected.